Manufacturer narrative:
Product event summary: analysis could not confirm customer comments of unable to interrogate devices, the programmer head passed all functional and systems tests and no fault or anomalies were found. Concomitant products : product ID 2090 programmer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the programmer was intermittently able to print to full page, that it was unable to interrogate devices and also that the pen was not responding on the screen. The programmer was returned for service. The radio frequency programmer head was also returned. Repeated attempts at follow-up were unsuccessful in determining whether or not the programmer head had been changed out. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was intermittently able to print to full page, that it was unable to interrogate devices and also that the pen was not responding on the screen. The programmer was returned for service. The radio frequency programmer head was also returned. Repeated attempts at follow-up were unsuccessful in determining whether or not the programmer head had been changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.